Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. It was reported that the patient wore the sensor beyond 10 days. Labeling indicates: sensor useful life up to 10 days. Shutting down the receiver does not extend your sensor session past the 10 days. No additional event or patient information is available.